Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, the pump indicated a data log corruption, and that the cartridge was leaking from an unknown point. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 179-189 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.